Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that data from (B)(6) 2014 was overwritten due to continued use. During testing, the pump maintained time accurately during a 5 day duration test. However, when the pump was left without power for 1 hour and powered back on the pump¿s time and date had reset to the default time and date. The pump case was removed and the internal clock battery was found to be leaking. The time loss/gain issue was not able to be fully investigated due to the pump reverting to the default time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump was experiencing time loss/gain issues. It was noted that the pump time would be off by more than 5 minutes at times. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.